Event description:
Upon inspection the sales representative found the teeth of the screw badly worn on an ultra base unit. The representative advised verbally that it needed to be replaced as well as documenting the finding on the inspection form. On the (B)(6) the based unit was attached to the theatre bed and connected to the horse shoe head rest. While the patients' head was placed onto the horse shoe head rest, the horse show head rest and base unit all moved forward, moving the patients head out of position. It was believed that because the screw teeth on the base unit are so worn that it would not stay in place. The patient was not injured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.